Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: turnpike lp collapsed and failed during a cto case. Additional information received on 05 aug 2022: on (B)(6) 2022, two turnpike lp 150cm were used in a heavily calcified antegrade cto case. The first turnpike lp got stuck on the 0.014" guidewire. The turnpike lp was rotated clockwise 2 rotations, then reverse 2, and did this repetition 5 times. It was reported that the wire got stuck in the microcatheter. Atherectomy guidewire and burr also broke during this procedure. And the second turnpike lp collapsed and failed during the case. It was reported that the turnpike lp was used per IFU and failed due to being against some solid heavy calcium and simply wouldn't advance. It appears as though part of the tip of the lp broke off on the wire. Multiple microcatheters were used from different medical device companies. An atherectomy guidewire and burr also broke during this procedure. The vessel was treated with stent and balloons after the atherectomy. Cto case was reported as successful after a 4-hour case.

Manufacturer narrative:
Two turnpike units were returned by the customer. Both turnpikes were lp units of different sizes in terms of length (135 cm and 150 cm). The 150 cm tp was associated to this MDR. Blood particulates was noted on the unit. Minor tip separation was observed with the tip material lodged onto the wire. Minor torque tension was observed on the shaft of the turnpike lp. The guidewire in which the tip was caught was also subjected to torque tension with coils bulging at various spots. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. A turnpike was used in the cto case. The turnpike collapsed and failed during the cto case. The tip of the lp broke off on the wire. Damages are likely to have occurred during use in the procedure along with ancillary devices when operated against resistance. Per IFU, states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested from the account. A response was received. Turnpike was used against heavy calcium and would not advance. It is likely the due to the interaction of the tip against calcified vessel during torquing/advancement along with concomitant device interaction with guidewire could have caused the tip to incur damages. Subsequently, leading it to separation. The separated tip remained on the wire and was retrieved. No intervention was employed. Another microcatheter (turnpike gold) was used. The cto was successfully treated, stented, and ballooned after atherectomy. A manufacturing record review was not completed. No lot number was provided by the account. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.